Event description:
The customer observed a falsely elevated troponin-I result for one patient on the architect i2000sr analyzer. The following data was provided: initial 0.31 ng/ml, repeat 0.05 ng/ml. Customer uses 0.2 ng/ml cutoff for their diagnostic cutoff. The customer centrifuged sample initially at 3000rpm (radius unknown) for 8 minutes. There was no impact to patient management.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing of a retained kit met all acceptance criteria. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.